Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. This report includes corrected information and additional information not available/included in the initial report, in the following sections: g3: reporting source: indicated only company representative for this follow-up #1. G7: type of report: noted as follow-up #1. H2: notes this report contains "corrected information" and "additional information". H6: manufacturer's codes for: method, results, and conclusion have been added. The device was not returned as of 12-dec-2019. The additional information regarding the complaint investigation results is noted below. Unable to obtain the device for analysis. This event occurred on (B)(6) 2019. The customer didn't return the product and did not provide the serial number. No investigation has been done as no s/n provided and no product returned from customer, so we cannot determine the possible cause of this case. We will restart investigation process once we get more information. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Peeling haptic during use. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: method, results, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for method, results, and conclusion.

Event description:
Peeling haptic during use. Patient impact: intra-operative explantation.